Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: throughout the case, the device tip would become clogged and the device had to be cleaned several times. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna - product number: ps300-002 - lot number: unknown - expiration date: unknown - quantity returned: 1 testing performed: visual inspection: device packaging inspection: one returned plasmablade tna device with tonsil tip and adenoid tip attachments was received inside a plastic mailer envelope within a plastic bag with no packaging to fill the negative space. The tyvek® lid was returned; the device information is listed as: product name: plasmablade tna product number: ps300-002 - lot number: # 0210994420 - expiration date: 2019-04. The device lot number information is listed as unknown within gch, therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. Handwritten note on the tyvek® lid: case # 2: (B)(6) 2016 - rep trunk stock no issues. No paperwork was provided. Device visual inspection: the device appears used with dried blood on the body, shaft. The adenoid tip electrode wire, housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, figure # 1 and figure # 2. Additionally, it was found that the housing is damaged, melted, on the adenoid tip, figure # 1 and figure # 2. The tonsil tip electrode and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, figure # 3 and figure # 4. See reference new adenoid tip and tonsil tip for comparison, figure # 5 and figure # 6. Functional inspection: both cut and coag buttons have a definitive tactile feel. The returned plasmablade tna was connected to the complaint lab aex generator and the expected e5 error code, "end of life", was displayed confirming the device had been successfully activated prior to complaint investigation. The device was activated twenty-five in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. The device was tested for functionality via activation, for both the adenoid tip and the tonsil tips, in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representative of normal operation. Adenoid tip: the device was set-up for functional inspection with the whisperator suction machine, canister and aspiration tubing and activated to determine if the device would suction fluid. There was a steady flow of air, suction, coming through the device upon connection to the whisperator. The device tip was submerged in a beaker filled with water; the aspiration of the water through the suction opening was strong and steady; functioning as intended - the acceptable suction performance was demonstrated by the aspiration of ~250ml of water through the suction opening of the device adenoid tip and into the suction canister which confirms that the device does not have a clog in the suction opening. Tonsil tip: the device was set-up for functional inspection with the whisperator suction machine, canister and aspiration tubing and activated to determine if the device would suction fluid. There was a steady flow of air, suction, coming through the device upon connection to the whisperator. The device tip was submerged in a beaker filled with water; the aspiration of the water through the suction opening was strong and steady; functioning as intended - the acceptable suction performance was demonstrated by the aspiration of ~250ml of water through the suction opening of the device tonsil tip and into the suction canister which confirms that the device does not have a clog in the suction opening. Insufficient cleaning and use contribute to the gunk buildup on the electrode wire and housing and can diminish device performance. Lhr review: a review of the lhr for lot # 0210994420 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed in the laboratory environment for the device gunking. However, the device functions as intended with no failures. This complaint will be tracked and trended within gch reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices - 31-10-1370 rev. H - product specification and quality plan - tna product family - 70-10-1447 rev. C - peak plasmablade tna - IFU - 31-10-1365 rev. M - aex - product specification and quality plan - 70-10-1455 rev. E - aex generator - operator's manual - 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - (B)(4) generator 7058 eeprom bypass connector patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During analysis of the plasmablade tna device, it revealed evidence of melting to the electrode wire housing.